Event description:
It was reported there was a malfunction with the programmer head connector port. A signal could not be established to interrogate a device. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): analysis was not able to confirm the customer comment, no anomalies were found.